Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex contour profile high 650cc breast implant, serial number (B)(4), lot number 6606338, catalog number 3542715. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor siltex contour profile high 650cc saline breast implant and experienced implant malposition and a capsular contracture. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 04/20/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within device and brown and white material observed on shell surface. Evaluation of the device revealed a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear was also observed on the anterior aspect. No other anomalies were discovered. Complaint was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).